Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while stapling the appendix during a laparoscopic appendectomy, when loading the device, the two jaws would not properly close and would have a gap of approximately 3 mm space, resulting to incomplete staple line and poor staple formation. The second reload was introduced to the surgeon, however, it was noticed the same gap, so it was not used. Therefore, the surgeon had to manually oversewed the staple line to complete the case. The surgical time was extended for 10 minutes only.